Event description:
It was reported that low level, high frequency noise that was inhibiting pacing was observed on stored egms. There were some pauses in pacing. Patient was dependent and asymptomatic. Myopotential oversensing was suspected. Programming changes were made. Patient was doing fine throughout and will continue to be monitored through remote monitoring.